Manufacturer narrative:
Visual findings observed note written on the yellow tape indicating, "will not activate the nurse call." Scratches, indentations, and site sticker observed on the exterior housing. The battery door is missing. Both dust covers underneath the battery slots have been damaged. Rattling sounds can be heard from inside when the unit is shaken. The nurse call receptacle pin 3 inside was bent down. Evaluation of the unit found that the unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad. With bent pin 3 inside the nurse call receptacle, the unit will not send a signal to activate the nurse call test fixture as the outer sleeve of the cable connector will not be grounded. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit. This loss of functionality could contribute to a patient incident. Being that the unit is already more than six years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the bent pin 3, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Manufacturer file reference #(B)(4).

Event description:
01-23-2020 customer states they have 33 alarms that need to go through warranty replacement inspection. Customer states they do not know what is wrong with each alarm. So further troubleshooting was not possible. Customer did say the alarms were tested with new batteries and sensor pads in bio-med eng. Troubleshooting template has been completed and saved to the drive. Customer does not have gtin information. The date the issue was discovered is unknown and no patient incident or injury was reported.